Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was dysfunctional. It beeped nonstop when a cassette was attached. On (B)(6) 2021, it was added that, "the patient came back and said the pump started beeping one hour after she left the clinic. She took a picture of the screen that said, no disposable clamp tubing". It is unknown if there was any patient, or clinician injury associated with these occurrences. No further details provided at this time.